Manufacturer narrative:
Findings: compromised forced sensor alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised forced sensor alarm. No unexpected alarm or blank display noted. Motor passed motor test. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was alarming with a pump error. The battery was removed and now the insulin pump will not turn on. The insulin pump will return. The customer's blood glucose is 80 mg/dl.